Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the unit had an inaccurate volume. Upon update received on 7-jan-2019, the customer stated that the rate was set to 18ml/hr but the actual volume delivered was at 100ml. No patient was involved.

Manufacturer narrative:
Lot number identified as 1972565. No lot number was provided within initial report. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) kangaroo e-pump enteral feeding pump was received for analysis. The service center conducted the investigation. The unit under testing (uut) was powered up and successfully completed post. Unit was received without pole clamp and without power supply. Unit was powered up on battery (dc) power and ac power was connected, and unit was observed to charge and hold charge, and ran through post in a normal operational start-up with leds functional and audio tones present. Battery is within specifications. Using a worksmart stopwatch, a motor speed test was performed for five trials. The average time elapsed between initial rotor start to next rotor start was measured to be 10.1 s, which was within the allowable range of 9.2 s - 11.2 s. A delivery accuracy test was performed per the kangaroo operator manual. After continuously feeding for 30 minutes at a feed rate of 125 ml/hr, the volume collected was measured to be 63.3 ml, which was within the allowable range of 56.3 ml - 68.8 ml. An eputil re-certification test was performed per the kangaroo e-pump service & repair process. The uut passed all tests. The following was also replaced: cracked front/back housings (both cracked), overlay due to replacing the front, and pcb due to corrosion. No fault was found with the device. The reported customer complaint could not be confirmed. The root cause was determined to be misuse by the user. This complaint will be utilized for tracking and trending purposes.